Event description:
It was reported that the customer over-rode the pump bolus and attempted to deliver a 10-unit bolus. Customer immediately stopped the bolus and consumed carbohydrates. Customer's blood glucose (bg) was 11.9 mmol/l. Customer went to the hospital and was admitted. Hospital provided customer with carbohydrates and was discharged the same day with no injury. During troubleshooting with technical support, no issues were identified with the insulin, infusion set tubing/cannula, or cartridge. Cause of event was due to use error.